Event description:
It was reported the pt experienced pain at the ipg site due to weight loss and movement of the ipg. It was also reported the physician relocated the pocket and replaced the ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.